Event description:
3.1mm drill pin broke in femur and was unable to be removed.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product lot information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported breakage based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.